Event description:
It was reported that on the day of implant, the implantable cardiac monitor recorded an episode of false asystole due to loss of contact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).